Event description:
In 2004, a pt self-treated one wart located on palm side of left hand. Customer reports a red, patchy area on the opposite side of hand from treated area. Customer says that the area is numb and they experience pain when bending knuckle on left thumb. Customer was seen by a doctor 2 days later, physician evaluated area and asked the customer to come back in a week for further evaluation. Customer has not returned to doctor for follow-up. Last contact with customer the following day, they report that they developed a blister in the treated area, the hand is still discolored, there is a dark brown spot on their knuckle and the treated area is red. Customer also stated that their thumb still goes numb and the inside of thumb is purple.